Event description:
It is reported that the pt had revision surgery on (B)(6) 2012 due to cyst and possible metallosis.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.